Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the s.g. Split away from the valve. As a result the device was revised. Patient is doing well.